Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to damage to the rear case from the battery pins pushing into the case. Stryker replaced the device's rear case to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device battery pins were depressed into the device's case. This may lead to the device experiencing power-related issues. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device battery pins were depressed into the device's case. This may lead to the device experiencing power-related issues. There was no report of patient use associated with the reported event.